Manufacturer narrative:
(B)(4). One device was returned for analysis. Visual inspection showed a damaged battery door and compartment, missing middle battery stabilizer, a worn upstream sensor seal and a lifted downstream sensor seal. The tamper seal was not broken. Review of the event history log (ehl) showed a high alarm, cassette not attached properly. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor seal. As a result, the downstream sensor was replaced. Product is beyond a year from manufacture date (08/2018) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 01/2020) and there was no indication the complaint was related to previous service of the device. For all inquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.